Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a severely calcified coronary vessel. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at below the rated burst pressure, the balloon ruptured. The procedure was completed with a non-bsc device. No patient complications were reported.